Event description:
It was reported that the unit displayed an e-2 error code. It was further reported that the unit's light turns pink and then unit shuts off.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.